Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-50 serial #: (B)(4) .description: linear 3-4 lead 50cm.

Event description:
A report was received that the patient's lead had eroded the patient's skin. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that no device malfunction was suspected. The explanted device was not returned to bsn.

Event description:
A report was received that the patient's lead had eroded the patient's skin. The patient will undergo an explant procedure.